Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed. Mfg report 2 of 2, medwatch report #3004209178-2011-82983.

Event description:
It was reported that the customer was taken to the hosp by ambulance due to diabetes ketoacidosis. The blood glucose reading was 571 mg/dl. It was stated that the customer felt sick, was throwing up, was not able to keep down any food, and he became unresponsive. It was stated that the customer was experiencing unexplained high glucose for the past 3 days. It was stated that the customer treated his glucose level with the insulin pump and manual injections. Troubleshooting was performed. Reviewed the programming, time, and found that on (B)(6) 2001 it shows only 14.5 units when it should be 36.0 for the day. The father stated that he does not know if the insulin pump was on suspended. The daily totals for two days did not match to the bolus and basals. Ran a fixed prime and high pressure test and passed. No further info was provided.